Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On (B)(6) 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on (B)(6) 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is (B)(4).

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a coronary stenting procedure to treat a target lesion in the mid left anterior descending artery. The nc trek dilatation catheter was prepared for use per instructions for use and no issues were noted. The device was advanced without difficulty for post-dilatation and the balloon was inflated without difficulty. However, the balloon could not be deflated. The indeflater was removed and a syringe was attached, but the balloon would not deflate. The indeflater was re-attached, but the balloon was still unable to be deflated. The nc trek was removed from the patient anatomy, with the balloon still fully inflated. There was no adverse patient injury and no clinically significant delay. No additional information was provided.